Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. It was reported that the patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the abdomen. The day of the event the patient fainted, and an ambulance was called by the neighbors. No cgm nor bg reading was reported from the time of the loss of consciousness, but when the paramedics arrived, a fingerstick was taken and the cgm was reading 4.4 mmoll and the bg reading was 3.1 mmoll. When the paramedics arrived, the patient had regained consciousness, and no further treatment was given by the paramedics. It was unknown if the patient was given treatment by the neighbors, or self-treated, and further attempts to contact the patient for more information were unsuccessful. At the time of the report, which was the day after the event, the patient still felt a bit hypoglycemic and nauseous. There was no documentation of further medical intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.